Event description:
It was reported that the high definition lcd monitor had a power outage during inspection for an unspecified procedure. The procedure was completed after connecting to another monitor. There was no report of patient harm.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the reported event was confirmed. Additionally, an lcd panel failure and a damaged exterior were also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the device powers down" malfunction would likely be a failure power supply printed circuit board (g1 board). Olympus will continue to monitor field performance for this device.